Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure that thrombosis occurred. The patient had a 3.5x12mm taxus express2 drug eluting stent implanted in the mid right coronary artery (rca). Post procedure, (unspecified time frame), the patient discontinued plavix the day before a scheduled knee surgery. Five days after discontinuing plavix, the patient suffered an acute myocardial infarction and thrombosis was noted. The thrombosis was treated with an unknown sized maverick balloon. A 3.5x32mm liberte' bare metal stent (bms) and a 3.5x20mm liberte' bms was implanted in the mid right coronary artery. There were no other patient complications reported with the patient's current condition listed as "ok". Additional information was requested but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.